Event description:
The device was used during a sigmoidectomy procedure. Reportedly, the suture was not fully seated in the jaws and the staples did not form properly. The surgeon resected the tissue and applied another device to complete the procedure. The hosp has reported that the pt's status is satisfactory.

Manufacturer narrative:
10/31/1997-supplement #1 sent to FDA.